Event description:
Tests have shown two MRI sessions triggered electro-magnetic field hypersensitivity (emfh). Rptr felt tingling during MRI's, then intense all-over lasting pain later followed by spasms, insomnia, headache, fatigue, mental debility, intestinal, auditory, visual, and vocal problems; she has emfh stress, altered autonomic nervous systems which impaired immune system, producing many allergies and total stress of all this resulted in seizures with time. She can no longer use electric appliances, tools or equipment safely because of emf radiation. Rptr has to sell present home and move to rural area with low emf. Has to give up hobbies and stay on special diet and avoid electricity. This has upset her life.